Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown drugs via intrathecal infusion pump for non-malignant pain. It was reported by an MRI tech that the patient¿s catheter was removed because it was damaged during surgery on their bladder, but the pump was still in place. It was reviewed the guidelines for MRI with the pump would still be the same. No symptoms were reported. No further complications were reported.